Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the retrieval string ripped from the tampon during removal leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget and did not seek medical attention. She did not experience any adverse health effects.